Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas failed to present the expected on-screen option to acknowledge observed glucose drops during use, and the device¿s sleep/wake button was unresponsive, prompting a device replacement. Symptoms included none reported. Outcomes included no clinical impact, no alerts or alarms, and no medical intervention or hospitalization, as the user relied on an alternative insulin therapy until the replacement arrived. Investigation included device exchange and return logistics for evaluation. Investigation of this device revealed a malfunction of the user interface related to the sleep/wake control on the pump hardware, consistent with a device performance issue affecting the display interaction. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction.